Event description:
This pt is a participant in prodisc-l ide and experienced this event post approval. Pt reported with ddd at l3-l4, l4-l5 & l5-s1. Pt has history of worsening back pain with severe incapacitating pain. Pt approved for compassionate use and underwent pdl at l3-l4, l4-l5 & l5-s1. At the time of surgery, the l5 vertebral body was slightly "retrolisthed" compared to s1. Postop, pt was having slight posterior nerve root impingement, secondary to anterior listhesis of l5 on s1. Pt returned to or and pdl was repositioned at l5-s1. Pt evaluated at 6 weeks, 3, 6, 12 & 18 months and was doing well.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery